Event description:
Provider alleged 4 way valve not shifting. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes the key failure was the 4 way valve not shifting. Additional malfunctions: power switch no alarm, circuit breaker defective, pm kit dirty.